Event description:
Per the clinic, it was reported that the patient underwent two revision surgeries due to incorrect placement of the electrode array. The first revision surgery was performed on (B)(6) 2020. Post-operative CT scans revealed incorrect placement of the array. Subsequently, a second surgery was performed on (B)(6) 2020, to reposition the array. The second surgery was successful.